Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it was implanted into the patient. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. A possible contributory factor to unintended coil detachment may be due to repositioning of the coil. The following is stated as a precaution in the dfu (directions for use) for the device in question: "if the coil does not move in a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break."

Event description:
The following was reported to the manufacturer: physician advanced the detachable coil [device in question] into the aneurysm. After angiogram, the physician thought the position was not good and wanted to reposition the coil. When the physician attempted to reposition the coil by pulling it back, the coil detached with the advancing guide wire. A part of the coil remained at the artery. The physician tried to retrieve the coil by some tool, but was unsuccessful.